Event description:
Cardiac defibrillator misfired 200 joules (intermittant failure). There was a delay of more than 10 seconds from the time discharge was attempted and actual delivery of energy. Same symptom was reported at 360 joules. Although the event occurred during a resuscitation of a patient, the patient was not harmed (another machine was obtained immediately and patient was resuscitated).